Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.

Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(4) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated for "type of investigation (b)", "investigation. Findings (c)" and "investigation. Conclusions (d)" per the investigation. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.